Event description:
Complainant alleged that during the incoming inspection of the device, the screen displayed a "bridge test failed" message when charging the unit. The complainant indicated that there was no patient involvement in the reported malfunction.